Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. A bend was noted in the catheter shaft however, the catheter shaft deflected when actuating the steering mechanism and deflected in the correct shape according to specifications. The catheter had no fractured tip, no exposed wires, or damage to the tip of the catheter; however, foreign material that was noted to be biological material was found on the tip of the catheter. The catheter was inserted and removed from a stock introducer with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported "exposed wires", placement difficulty, and removal difficulty remain unknown. The cause of the bend is consistent with damage during use. Overall, no malfunction occurred that did, or would likely, cause or contribute to a serious injury or death.

Event description:
During the procedure, difficulties placing the catheter in the coronary vein were noted and when removing the catheter from the patient, exposed wires were noted near the tip of the catheter. The device was replaced and the procedure was completed with no adverse consequences to the patient.